Event description:
It was reported that during an unknown procedure, the head could not be connected with instrument. Another device was used to complete the case. There were no adverse patient consequences reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.